Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator had an error code indicating a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
G4: 22jun2020. B4: 22jun2020. The customer did not approve the quote for repair/service of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.